Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code unable to exclude device problem.

Event description:
It was reported that the patient had a major surgery wherein the spinal cord stimulator (scs) was explanted due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient had a major surgery wherein the spinal cord stimulator (scs) was explanted due to an unknown reason. No further information could be obtained despite good faith efforts.